Event description:
It was reported that this pacemaker system recorded two episodes of signal artifact monitor (sam). Technical services (ts) was consulted and upon review it was noted that minute ventilation (mv) noise oversensing occurred on both the right atrial (ra) lead and right ventricular (rv) lead channels, with parallel noise overserved on a non-sustained ventricular tachycardia (nsvt) episode. It was confirmed that the day of the sam episodes, a transesophageal echocardiogram (tee) procedure took place, thus, it was determined that the mv noise oversensing was likely caused by this procedure. Ts advised on turning mv feature on. No adverse patient effects were reported. This device remains in service.